Manufacturer narrative:
Findings: pump was received with blank display due to broken solder joint of b1connector on ib. Unit had cracked case at display window corner, minor scratched lcd window, broken battery cap, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that their is cracks around dsiplay window.